Manufacturer narrative:
This report has been identified as b. Braun (B)(4) internal report (B)(4). The complaint is under evaluation. A follow-up report will be provided after the examination results are available. Note: this report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc.

Event description:
As reported by the user facility information by bbm sales organization in (B)(6): "flow rate deviation" error debit.

Manufacturer narrative:
This report has been identified as b. Braun melsungen ag internal report (B)(4). The device has been investigated in our service department at b. Braun melsungen ag, melsungen, germany: 2. Results: 2.1 a visual inspection was performed. The cover caps and the technical seal (33.03.000) were intact and undamaged. No visible damage could be located. 2.2 a functional test was performed. The device passed the self-test. A bd plastika 50ml syringe was inserted, the pump identified the syringe and it could be selected from the menu. It was possible to put the pump in operation. 2.3 the device history files were read out and analyzed. The history files from 2022-02-10 and 2022-02-11 was investigated. At 2022-02-10 no infusion was carried out. Therefore, the last infusion from 2022-02-11 was investigated. At 8:58 a.m. A bd plastipak syringe was inserted. A few seconds later a new rate with the value of 20 ml/h was set. The infusion was started. Between 9:00 a.m. And 11:15 a.m. The infusion was started and stopped several times (the reason for this could not be clarified). No other anomalies were found in the device history. 2.4 a delivery accuracy measurement according to iec 60601-2-24 was arranged. Here a nominal feed rate of 5 ml/h was chosen. The assessed mean deviation "a" of the second operating hour was measured and resulted in a value of 0,21%. Accuracy of set delivery rate should be ± 2 % according to iec/en 60601-2-24. 2.6 during the investigation no faults could be detected, to investigate the inside of the device, only the upper housing was removed. No damage or soiling could be found. 3. Judgment: 3.1 the complaint could not be confirmed. A malfunction could not be detected. Summing up all tests, the perfusor space operated within our specification.